Event description:
Procedure: lap chole. Reportedly, the device could not coagulate the tissue properly which lead to some blood loss. The surgeon exchanged it for another ligasure device (atlas), it worked properly.